Event description:
The user facility reported to terumo cardiovascular sys that prior to cardiopulmonary bypass, during prime, the centrifugal pump squealed. The pumphead stopped squealing when they turned the unit off and on again. No pt involvement as this occurred during prim. The product was not changed out. No surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).